Manufacturer narrative:
Medical devices: flexcath advance sheath catheter medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/(B)(6). The model listed in the report is a representative, as there is no specific model listed. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿clinical assessment of cryoballoon ablation in cases with atrial fibrillation and a left common pulmonary vein.¿ j cardiovasc electrophysiol. 2017;1¿7. Doi: 10.1111/jce.13267.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon: multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. There were 52 patients who experienced persistent phrenic nerve palsy (pnp); with unknown treatment/resolution. The status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.